Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited undersensing one day post implant. It was noted that no recent r-wave measurements had been recorded. Further review was recommended to the physician. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an alert was received in the remote home monitoring system due to low signal amplitude measurements on this lead with ongoing undersensing. Further review recommended. No further assistance requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.